Event description:
Customer reported via phone call that there are no delivery alarms. The blood glucose reading is 166 mg/dl. Customer was unable to troubleshoot at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.